Event description:
It was reported that during the directional coronary atherectomy (dca) procedure, after the dca device was used to make one cut, the lesion was checked with intravascular ultra sound (ivus). The dca device was then reinserted and pressurized, but the balloon did not inflate. It was removed from the pt and the balloon was noted to be ruptured. A dissection was then noted from the lesion to the distal lad. A stent was used to treat the dissection.